Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint. Visual inspection displayed no signs of physical damage. Review of the instrument logs did not return any information during this time. There was no problem detected. Additional observations not reported by the site: the instrument main tube was found bent. The bending damage is located around the middle.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a black cord or plastic part that came off near the tip of the vessel sealer extend (vse). There was roughly a delay of one minute to exchange the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The damage was first observed intraoperatively on the monitor. The observed damage was the black cord came out near the tip of the vessel sealer extend. The wire was not exposed due to damaged insulation. The cable was intact. There was no loss of cautery. There were no signs of thermal damage or arcing. The instrument did not collide with another instrument. There were no problems removing through the cannula. The piece that "came off" did not completely break off the instrument. No fragment fell into the patient.